Manufacturer narrative:
(B)(4). Device fired through lockout. Evaluation summary: the analysis results found that the el5ml devices (a and b) were received in good visual condition. Upon cycling the devices, they were noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaw may remain in the closed position. Due to the condition of the devices, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch records review. The analysis results found that the el5ml device (c) was received in good visual condition. Upon cycling the device, it was noted to be empty, with the lockout fired through and with the orange indicator over traveled. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed positon. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However, the feeding issues reported could have been due to the device being empty. No incident related to the reported event was observed during the batch record review. Device c additional information: batch # f9hh1w. Expiration date: 08/2014. Manufacturing date: 09/2009. Device fired through lockout.

Event description:
It was reported that during an unknown procedure, the clips would not advance. All appliers were used during the same procedure. Each of them could deliver one or two clips normally before the others got stuck in the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.